Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2014. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was pain. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having had left side "moderate¿ breast pain. Healthcare professional additionally reported reason for left side device removal as "11 yr old implants." Device has been explanted.